Event description:
Customer tested blood glucose at 8am and received a result of 521mg/dl. The customer took 60 units of novolog 70/30. At 11am the customer tested and received a result of 391mg/dl. The customer was not feeling week and went to the hospital where they received a result of 47mg/dl. The customer was given sugar pills to bring up blood glucose level. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.